Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple pump resets occurred and pump settings were erased. Customer's blood glucose ranged from 285-300 mg/dl. Reportedly, a diabetes educator restored settings for customer.